Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse that observed the saline spill performed further inspection of the iabp and also observed that the coiled cable where it connects to the iabp console was packed with dry saline as well. The fse also found that the battery in well #2 was discharged and unable to run the iabp. After further examination of the power management board, the fse observed saline damage on this board, and also on the front end board , but there were no obvious symptoms from that spill. To resolve the issues identified, he fse replaced the power management board, the front end board, the coiled monitor cable and the backplane cable. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
The getinge field service engineer (fse) reported while performing a preventive maintenance, an inch or so of liquid saline was found in the hollow area on top of cardisoave intra-aortic balloon pump (iabp) cart which is used for the system trainer. There was no patient involvement and no adverse event was reported.